Event description:
During verification testing at the service center, the device did not deliver when the bolus button was pressed. The reported event was initially reported under the gemstar pump as manufacturer report number 9615050-2013-01216. The initial report indicated, "the customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. On an unspecified date and time, the device was programmed for continuous + bolus delivery of fentanyl 2.5mcg/ml and ropivacaine 1.8mg/ml, at a rate of 8ml/hr, with a 3ml bolus dose and the delivery was stated. No further programming parameters were provided. After an unspecified length of time, the customer contact reported after the bolus button was pressed, the device sounded an audible alarm and no bolus dose was delivered. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided."

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.